Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while attempting to deliver a bolus. The customer's blood glucose was 353 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer stated that the insulin pump was not dropped. The customer also stated that he was unable to complete the rewind sequence. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and prime test. The insulin pump functioned properly. The motor passed the motor test with no alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.